Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use product code: qau. Section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. Information provided by the user indicates that the on/off valve was not turned to the closed position prior to removal from the endoscope accessory channel resulting in the occurrence observed. This is the most likely cause. The IFU instructs, "do not press trigger button until powder deployment is desired... Prior to removing hemospray device from patient, turn red valve to closed position." The IFU precautions, "in the event of unintended expose to the powder refer to the following first aid measures... Eyes: flush with water until irritation ceases." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user indicates that the on/off valve was not turned to the closed position prior to removal from the endoscope accessory channel resulting in the occurrence observed, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic procedure to treat an upper gi bleed, the physician used a cook hemospray endoscopic hemostat. The tech was getting ready to disconnect the catheter from the handle, but the physician pulled it out before the tech was ready. The tech had not turned off the device prior to getting ready the disconnect. When the physician pulled the catheter from the scope, powder hit the technician in the eyes. No eye protection was being worn. During additional communications with the physician, it was assured that it was "ultimately a minor injury thanks to timely first aid and irrigation." A section of the device did not remain inside the patient¿s body. The affected user required eye irrigation. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.